Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during the closing of the appendix, the clips were positioned, some of which did not close regularly within the operating field. The procedure was successfully completed and there was no patient consequence.